Manufacturer narrative:
Additional information: lot # 5198734 was provided when samples were returned for investigation: the information for this lot number is as follows: medical device lot #: 5198734. Medical device expiration date: 7/31/2020. Medical device manufacture date: 7/17/2015. Device evaluation: results: three sealed samples were returned for evaluation. The samples were opened and a visual inspection revealed that the needle hub was slightly raised and nit fully flush with the roof of the syringe. The syringes were activated and no defects or abnormalities were observed. The safety feature was able to activate with no issues for all three syringes. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5198734. Conclusion: an absolute root cause for this incident cannot be determined. Although bd recognizes the customer obtained a needle stick injury with a used device, bd was not able to confirm the customer's indicated failure for safety shield activation failure.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after a nurse had given an injection with a 1 ml bd safety-lok tb syringe with 27g x 1/2" permanently attached needle, the safety shield did not engage and the nurse stuck her left thumb with a contaminated needle. The nurse received post exposure lab work but no prophylactic treatment was provided.

Manufacturer narrative:
In the short description of the initial MDR, crs (B)(6) was entered. The crs # is corrected to be crs (B)(6).